Manufacturer narrative:
The unit of measure was pmol/l. A specific root cause could not be determined as no sample material from the patient was available for further investigation. From analysis of the calibration signals and control values, a general reagent issue could most likely be excluded. The differences in the results generated with the different analyzers may be caused by the presence of an interfering factor that affects the assay from either manufacturer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable elecsys tsh assay and elecsys ft4 assay results for multiple samples from one patient on a cobas e601 analyzer. The serial number was requested but was not provided. Additional data was provided by the customer for the same patient as reported in the medwatch with submission number 1823260-2016-01594-00 for the tsh assay. This initial medwatch is being filed for the data for the ft4 assay. The initial result was 18.13 and the result from an abbott analyzer was 14.7. No unit of measure was provided. The results were reported outside the laboratory. It unknown if the patient was adversely treated. The laboratory had not had any reports relating to this. Additional data relevant to the tsh assay is reported in the supplemental report to submission number 1823260-2016-01594-00.